Event description:
The following information was reported to gore: a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was intended to be implanted for an unknown treatment in an unknown anatomical location. It was reported that the viabahn stent could not be deployed inside the patient, as the tip was bent. The viabahn stent release mechanism could not be triggered. Further information was requested from the hospital several times, but no further information could be obtained.

Manufacturer narrative:
A2, a3, a4, b7: patient information was requested, but remains unknown, as the hospital was not providing any further information. H3 other; h6 code b01, c24: the medical device was received back and evaluated. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported event of bent distal tip is consistent with the findings of observed kink in distal shaft adjacent to the distal tip. The reported failure of inability to deploy is consistent with inability to deploy by pulling on the knob during engineering evaluation. The root cause of the reported annex a codes could not be established with the available information. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary annex a code. The complaint of vsx device deployment failure could not be independently confirmed. Though deployment of the returned vsx device did not proceed when pulling the deployment line from the knob, deployment was able to proceed when pulling the deployment line at the endoprosthesis, demonstrating that the deployment mechanism itself was not stuck. The cause of the reported deployment failure could not be established. The complaint of a bent vsx device tip was confirmed. The returned vsx device was observed to be kinked at the distal tip. The timing and cause of the observed kink could not be established with the information available. H6 code b14: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
A2, a3, a4: patient information was requested, awaiting response. H3 other:h6 code b17, b23: the medical device was sent back for return, but not yet received, therefore direct product analysis was not possible yet. H6 code c21: a review of the manufacturing records will be conducted. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was intended to be implanted for an unknown treatment in an unknown anatomical location. It was reported that the viabahn stent could not be deployed as the tip was bent.